Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle eight, the patient's ultrafiltration reading was 621ml. This indicates that the home patient (hp) drained 621ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected and a use error, as the clinician inappropriately set minimum drain volume percent setting too low.